Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd ultrasafe plus¿ 2.25 ml passive needle guard the needle did not retract. The following information was provided by the initial reporter: I had on the bd ultrasafe device. (Ultrasafe plus x100l png rfs (needle guard) vendor item # 47594130). This component has been used in clinical packaging for assembly of the nsd on a prefilled syringe. Over the past 6 months, we have received a few product complaints from one of the customers we package for that uses the bd ultrasafe device for syringe/nsd devices that do not retract back the needle after medication dosing. I was hoping we could have a quick call to discuss and/or if you could put me into contact with someone from bd that could help me out. I am wanting to better understand the component and if there have been issues such as this that have been previously reported. Also, I would like to better understand, for when we perform the assembly of the syringe and nsd, if/how an incorrect assembly could cause the device not to retract.

Event description:
It was reported while using the bd ultrasafe plus¿ 2.25 ml passive needle guard the needle did not retract. The following information was provided by the initial reporter: I had on the bd ultrasafe device. (Ultrasafe plus x100l png rfs (needle guard) vendor item # 47594130). This component has been used in clinical packaging for assembly of the nsd on a prefilled syringe. Over the past 6 months, we have received a few product complaints from one of the customers we package for that uses the bd ultrasafe device for syringe/nsd devices that do not retract back the needle after medication dosing. I was hoping we could have a quick call to discuss and/or if you could put me into contact with someone from bd that could help me out. I am wanting to better understand the component and if there have been issues such as this that have been previously reported. Also, I would like to better understand, for when we perform the assembly of the syringe and nsd, if/how an incorrect assembly could cause the device not to retract.

Manufacturer narrative:
H6: investigation summary: unconfirmed: no evidence provided.